Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to secure the implantable pulse generator (ipg) within the pocket. The ipg had not been sutured during the initial implant procedure, and the patient reported feeling it moving within the subclavicular pocket. Sutures were placed through the ipg eyelets to secure the device to tissue. The patient is stable postoperatively. The device will not be returned to boston scientific as it remains implanted in the patient.